Event description:
The patient underwent vns generator replacement surgery due to battery depletion. At the surgery, the patient informed the company representative that he had experienced an increase in seizures. Follow up with the physician's office revealed that they were unaware of an increase in seizures. The patient's pre-op diagnostics were within normal limits. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
It was reported that the suspect product was discarded. No further relevant information has been received to date.